Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel. The x-ray revealed that either the lead was not fully inserted into the header or the setscrew was not fully tightened down on the lead. The clinic noted that the issue will be addressed. The field representative was unable to find out any further information regarding this issue, including patient information. It is unknown if any intervention occurred. No adverse patient effects were reported.